Event description:
It was reported that noise was noted on a remote transmission. A lead integrity alert (lia) triggered due to oversensing, and fracture of the right ventricular (rv) lead was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).